Manufacturer narrative:
Will not be returned to manufacturer.

Event description:
Customer states that a patient reportedly received the following results on the inform system within 10 minutes: 331 mg/dl and 112 mg/dl. No actions taken based on device results. No adverse event reported. Requested return of suspect device; however, customer no longer has strips. Replacement was sent.